Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, in the morning, the patient reported receiving cgm readings and ate breakfast. The patient did not receive any alerts at that time and was not using ¿do not disturb¿, and continued monitoring. Around lunchtime, the patient observed that cgm readings displayed ¿high¿ despite not eating. At approximately 5:00 pm, after returning home, the patient again saw ¿high¿ readings on the cgm and attempted to deliver additional insulin via the omnipod. A fingerstick blood glucose (fsbg) was taken and also resulted in ¿high.¿ the patient refilled 125 units of humalog and reported drinking water without eating. The patient manually initiated insulin delivery through the omnipod around 2-3 times during the evening. The patient did around 6 fsbg checks, and all resulted in ¿high". At midnight, the patient went to bed and later experienced extreme thirst and nausea, prompting a call to her son. Emergency medical services (ems) were unable to obtain a readable fingerstick value and required laboratory testing of blood samples, but she did not get the results. The patient was medically diagnosed with diabetic ketoacidosis (dka) in the hospital. Hospital staff did not indicate any device malfunction. The patient removed all devices upon hospital admission. The patient later contacted omnipod support on (B)(6) 2026, and was guided through setting up for a new g7 sensor. No product issue was reported or confirmed by omnipod during that interaction. ER medical review, this would constitute a serious adverse event as there was a serious injury which required medical intervention to stabilize the patient¿s condition. The patient was hospitalized for IV treatment of dka she was not able to manage at home. The patient did not receive alerts or alarms for a period of time after breakfast to notify her of the hyperglycemia, and that the cgm values were increasing. Although high values were displayed later the same day, the failure to alert resulted in a delay in self-treatment, and contributed to resulting IV treatment at the hospital to stabilize her condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.